Event description:
Laparoscopic grasper tip broke off during procedure. Initial attempt to locate item unsuccessful. Stat portable x-ray performed and location of broken piece identified and surgeon able to locate and remove object with laparoscopic approach.